Manufacturer narrative:
There is a correction and there is more information on the device evaluation. This supplemental report is being submitted to provide this information. Correction information is date the device is returned to manufacturer, march 17, 2020, which is missed in the initial medwatch. The device history review confirmed that device had no abnormalities in manufacturing, special adoptions or variations.

Manufacturer narrative:
Due diligence was executed for this event. No additional information for the event and the patient is available. Event date is unknown. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufactured date is not available yet. The user¿s complaint was confirmed. Upon inspection, was found that switch buttons #123 had fluid invasion which made the switch buttons intermittent. Shortage in cable was observed. This caused an intermittent noise on image, affected by manipulating the cable. Coupler o-ring was found to be missing. The evaluation could not determine the cause of the fluid invasion.

Event description:
As reported for this event, during an unknown therapeutic procedure the device worked intermittently and kept going on and off. The procedure was completed without any delay. There was no adverse impact to the patient. The device was inspected prior to use with no abnormalities reported.